Event description:
Event description guidant received information that at one year post implant, upon follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated and exhibited pacing inhibition. The device was scheduled for replacement.